Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once he analysis has been completed.

Event description:
It was reported that the customer had a motor error that occurred during the priming process. Troubleshooting was performed. The insulin pump was able to rewind but failed the displacement test. Nothing further was reported.